Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported the fusion navigation system froze in navigate and displayed "communication error". They went back one step and it recovered after approx 1.5 min. Reported they can feel heat coming from the vents on the back panel and see 'drift' during the case. When the probe in left turbinate, it shows approx 2mm off and then was accurate again. The medtronic rep reported the site does have some metal in the field. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on pt outcome.